Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 24, 2022.

Manufacturer narrative:
This report is submitted on oct 25, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Additional information: per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on december 22, 2021.